Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was found durin g the investigation of the device that investigation found a hole in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. The leak in the fluid path was determined to have contributed to the fluid corrosion within the pod, observed 0x3d alarm, and the insufficient battery power. Patient bg values reached 454 mg/dl. The patient's blood glucose history is as follows: (B)(6).